Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2011; inratio results: 1.5, 1.7; therapeutic range: 2-3. Pt has called in those results and her doctor has adjusted her coumadin dosage according to the results.

Manufacturer narrative:
Investigation pending.